Event description:
It was reported that the patient presented in the clinic and upon interrogation, the pulse generator exhibited oversensing of noise which resulted in auto mode switch episodes. The device was reprogrammed which resolved the issue.

Manufacturer narrative:
(B)(4).